Manufacturer narrative:
An event for the patient effects of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported patient effects of thrombus could not be conclusively determined. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 12f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. The patient's activated clotting time (act) levels were between 350 and 370 sec. During the procedure, as the device was beginning to be inserted into the patient, a blood clot was noted on the wire in the right atrium on transesophageal echocardiogram (tee). The device was removed from the patient and the procedure was aborted. No intervention was required.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.